Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the patient was unable to clear a recurrent replace battery alarm even after a new alkaline battery was inserted. Reportedly, the battery setting was correct and the battery cap was tightened so that the yellow o-ring was not visible. The reporter denied damage to both the battery cap and the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened and a power loss was not observed. The battery compartment was observed to be cracked below the grip pad. The current draws were found to be within specifications. The pump was removed from the case for further investigation and there was no evidence of moisture or loose components inside the pump. One low battery warning and multiple replace battery alarms were observed in the black box with evidence of partially discharged batteries being installed on (B)(6) 2014. Unrelated to the power issue, the display was observed to be dim and discolored.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.